Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Rapid atrial fibrillation contributed to the false detection. The pt was reported to be im bed at a rehab facility that the pt lost consciousness prior to the treatment delivery but regained consciousness after the treatment. The lifevest detected an arrhythmia at 07:28:14. The pt's ECG strips show atrial fibrillation (af) with rapid ventricular response. The lifevest delivered a defibrillation shock at 07:35:01. The post-shock rhythm was af. Following the event, the pt's son took her to the clinical center where the lifevest (lv) was prescribed. The response buttons were pressed intermittently prior to the treatment, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The pt's physician decided to monitor the pt on telemetry until they know if she will wear the lv again or get an ICD.

Manufacturer narrative:
Concomitant products: there was no death or device malfunction associated with the inappropriate defibrillation. The pt remains in the hosp on telemetry. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Mfg date: monitor: (B)(4): (B)(6) 2014 - initial use; electrode belt (B)(4) - (B)(6) 2012 - reuse. .add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg